Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. A cassette was attached to the device and ran with no issues. The "no disposable" alarms were unable to be duplicated. The upstream sensor was recalibrated and the downstream sensor was replaced as a preventive measure. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was alarming "no disposable clamp tubing"; device will not run and the pump was beeping continuously. There was no reported adverse event.